Event description:
It was reported that bd¿ blunt fill needle broke. The following information was provided by the initial reporter: "needle broke inside the bottle when preparing the medicine."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/24/2022. H.6. Investigation: sample received for investigation. Upon visual inspection, it was found that the cannula was crooked, and with the cannula as crooked as it is, it would not be possible to assemble the shield. The lot number is unknown; therefore lot history could not be performed. Functional testing was performed on the sample, the result is that when the needle is pressed against the wall of the bottle to remove the liquid, this incident can happen. Thus it was not possible to confirm that the defect was related to the bd process. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd¿ blunt fill needle broke. The following information was provided by the initial reporter: "needle broke inside the bottle when preparing the medicine."